Manufacturer narrative:
Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 7 years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was admitted to the hospital from (B)(6) 2018 to (B)(6) 2019 with a suspected gastrointestinal (gi) bleed. The patient presented symptoms of anemia, black stools, and light headed sensations. An esophagogastroduodenoscopy was performed on (B)(6) 2019 with no findings. A (B)(6) study was performed and showed no evidence of bleeding. The patient received 1 unit of packed red bloods cells. The patient electively admitted themselves to the hospital on (B)(6) 2019 for a double balloon enteroscopy to locate the bleed. Additional information regarding the patient's current condition and results of the double balloon enteroscopy was requested but has yet to be responded to.